Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 6 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The pump remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that a driveline fault alarm was observed on (B)(6) 2016 and that it was the 3rd or 4th such alarm since (B)(6) 2015. Review of a submitted log file by the manufacturer's technical services representative indicated the driveline fault alarm appeared to be due to the system controller's sensitivity of the driveline fault detection circuit. The information contained in the log file did not indicate a problem with the driveline. The patient was asymptomatic and there was no reported interruption in lvad support. The patient's system controller had been exchanged in the past; therefore, the patient was to remain on the current system controller unless the alarm recurred. On 04/09/2016, system controller log files were again submitted for review by technical services. Driveline fault alarms were noted on (B)(6) 2016. The data suggested potential early fatigue in one wire of the driveline. The customer requested technical services to evaluate and replace the external portion of the driveline as the patient is considered high risk for a pump exchange. On (B)(6) 2016 technical services representatives performed the external driveline replacement. Driveline testing passed immediately after the repair; however, the driveline fault alarm recurred the following day. The healthcare professionals cleared the alarm and the system controller was placed on permanent silence mode for the driveline fault alarm. The submitted log file at that time confirmed that the driveline fault alarm sounded for the same wire as prior to the repair. The patient remained asymptomatic. It was reported that the patient has gained a significant amount of weight since implantation of the lvad, and it was suspected that the weight gain may possibly have caused some stress on the driveline portion internal to the patient. The patient was provided with ungrounded patient cables for use with the power module. No further information was provided.

Manufacturer narrative:
Device evaluation: the report of driveline fault alarms and a pump stoppage was confirmed through an analysis of the submitted system controller log files. Based on the manufacturer¿s experience and similar reported events, the events captured in the log file could be indicative of driveline wire compromise. However, a full examination of the device could not be conducted as the device remains in use. Approximately 16.5 inches of the distal end/external portion of the driveline was returned for evaluation. An electrical continuity test was performed on the returned portion of the driveline and revealed no discontinuities or shorts. A clamshell was present around the metal connector/silicone interface of the driveline. Superficial tears along the silicone jacket that had been repaired with rescue tape were also present. The silicone jacket, clear bionate layer, and metal braided shield were removed, and visual inspection of the underlying wires revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was submerged in a saline solution for high potential testing and no evidence of compromised wire insulation was identified. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a pump stoppage occured on (B)(6) 2016. No impact to the patient or additional pump stoppages were reported. The pump stop appeared consistent with compromised driveline wire.